Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and confirmed that the unit would attempt to power on the monitor but would immediately shut off, he suspected it was the power switch and replaced it but there was no change so he put the original power switch back in. The fse performed some troubleshooting and narrowed it down on the possible causes to the solenoid driver board or the power supply, he ordered the parts. On 6/8 the parts arrived, the fse replaced the solenoid driver board and this resolved the problem, once he was able to power on the monitor, he was able to get into the service mode and look at the logs. On may 21 unit did have a leak in iab circuit alarm just like on the other unit the customer had used after this one went down with the bad solenoid driver board. He did find that the safety disk and pim was not locked in place and unit was full of condensation. He performed a condensation removal procedure and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) shut down. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g3, g4, g7, g8, h2, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: b6, b7, d1, g1(contact person).

Event description:
N/a.